Event description:
On 07-sep-2011, a spontaneous report by a physician was rec'd from a company rep regarding a (B)(6) male who rec'd an injection of perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). On (B)(6) 2011, add'l info was rec'd from the physician. Based on the info obtained, the case was upgraded to non-serious, unexpected. Medical history, skin type and concomitant medications were not reported. The pt rec'd an injection of perlane-l on (B)(6) 2011 to the nasolabial fold areas. Pre-procedure medications and add'l procedures performed at the time of implantation were not reported. On (B)(6) 2011, on the evening of the implantation, the pt called the physician to report significant swelling in the lower face. The physician advised the pt to go to the emergency room (ER) for treatment. On (B)(6) 2011, add'l info was rec'd from the physician. Medical history included previous injections of botox (onabotulinumtoxina) and restylane (cross-linked hyaluronic acid dermal filler) on unspecified dates in 2010 (reported as, "last yr" from the date of the report), with no problems; facelift with no problems; "leproplasty," with no problems; high blood pressure; and hypothyroidism; the pt had no allergies. Concomitant medications included lisinopril, levothyroxine, simvastatin, metformin and unspecified vitamins. The physician confirmed the pt had rec'd a 2 ml injection of perlane-l on (B)(6) 2011 to the nasolabial folds (1 ml) and the oral commissures, chin and lateral lower lips (1 ml). The pt did not receive any pre-procedure medications. Add'l procedures performed at the time of implantation included an injection of botox (onabotulinumtoxina) to the glabella and forehead area. The pt tolerated the procedures well. The physician reported, that approx 5 hrs after the procedure on (B)(6) 2011, the pt noted a large amount of swelling that began in the lip area and progressed, over an hr, to huge swelling of his lower face and neck. The pt went to the ER, where he was diagnosed with angioedema and treated with intravenous (IV) solu-medrol (methylprednisolone sodium succinate), benadryl (diphenhydramine) and zantac (ranitidine hydrochloride). The pt was sent home 4 hrs later with oral solu-medrol. On (B)(6) 2011, the pt's swelling began to resolve. The physician was unsure if the restylane-l procedure or the lisinopril had caused the swelling; the pt's primary care provider stated he felt the perlane-l injection, not the lisinopril, had caused the swelling. The physician assessed the severity of the events as severe. The lot number and expiration date for both syringes of perlane-l were 10967 and jul-2012, respectively.